Event description:
It was reported that the right ventricular (rv) lead exhibited an episode of t-wave oversensing (twos). The rv lead remains in use with plans for shorter follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.